Event description:
It was reported to vyaire medical that the vela ventilator was not working & has xdcr fault (transducer fault) alarm prior to patient use. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation.the reported complaint was able to be confirmed but not duplicated for the exhl diff press transducer (pt802). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.